Event description:
Medtronic received information that an unknown duration following the implant of this transcatheter bioprosthetic valve, echocardiographic findings revealed stenosis with high gradients. The patient was diagnosed with endocarditis and was treated with IV antibiotics. No additional adverse patient effects have been reported. The device remains implanted.

Event description:
Medtronic received information that an unknown duration following the implant of this transcatheter bioprosthetic valve, echocardiographic findings revealed stenosis with high gradients. The patient was diagnosed with endocarditis and was treated with IV antibiotics. No additional adverse patient effects have been reported. The device remains implanted.

Manufacturer narrative:
Product analysis: the valve remains implanted and will not be returned. Conclusion: based on the available information, no conclusion can be drawn at this time. Further information has been requested. Should additional information be received, a supplemental report will be filed. (B)(6). (B)(4).

Manufacturer narrative:
Additional information: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. (B)(4).

Manufacturer narrative:
The device history review is in progress, upon completion a supplemental report will be sent. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.